Manufacturer narrative:
Additional information was provided in h.3., h.6. And h.11. The sample was not returned. Photos were provided. Photo one displayed the lens being held by fine tipped tweezers. The lens was held posterior surface facing the camera. There appeared to be viscoelastic on the lens. The optic edge appeared to be broken in two areas. Photo two displayed the lens held anterior surface toward the camera. The optic edge was broken in two areas. One broken optic edge area included a portion of one of the haptic insertion areas. The areas of damage are similar in spacing and appearance to damage from posts of the lens case. Product history records were reviewed, and the documentation indicated the product met release criteria. Associated product information was not provided. It is unknown if qualified products were used. Based on the provided photos, the optic edge was broken in two areas. There appeared to be viscoelastic on the lens. It is difficult to make a determination of handling without evaluation of the physical sample. The spacing and damage to the optic edge appears similar in appearance to damage from posts of a lens case. If a lens becomes misaligned in the lens case, lens damage may occur. A physical sample would be necessary to make a final determination. A final root cause cannot be determined based on available information. Due diligence has been performed in an attempt to obtain further information on this event. The reporter has not responded to request for follow-up information. File will be reopened if new information or the sample is received. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported during intraocular lens (iol) implant procedure, the damaged lens was not implanted. The procedure was completed without any harm to the patient. Additional information has been requested.